Event description:
It was reported that during the ablation of a bladder stone, the fiber broke inside the cystoscope. The procedure was completed using a new fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during the ablation of a bladder stone, the fiber broke inside the cystoscope. The procedure was completed using a new fiber. There were no patient complications.

Event description:
It was reported that during the ablation of a bladder stone, the fiber's body broke inside the cystoscope. The procedure was completed using a new fiber. There were no patient complications.